Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2018. The patient's attorney reported that the patient had an appointment with the gynecologist and during the appointment they discovered that the patient's insulin value was measured explicitly. Because of the high value, the patient was administered two units of insulin. After the appointment, the patient was driving, and it was indicated that the cgm did not notify the patient that her blood sugar was slow. The patient then fell into a hypoglycemic shock and went into a coma that resulted in a car accident. First aide arrived and tested the patient's bg and it was 22mg/dl. The patient was admitted to the hospital and had her bg levels monitored. The current condition of the patient is unknown. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. Reportedly, the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women. Persons on dialysis.